Event description:
General report received of an unspecified number of undocumented incidents of tubing disconnections. The tubing sets that were connected to clave port male adapter plugs connected to the pt's catheters were being used to deliver unspecified volumes of blood. After unspecified lengths of time in use, it was reported that the option-lok male adapters of the tubing sets disconnected. It was reported that unspecified volumes of transfusion blood leaked. The tubing sets were replaced and the therapies were resumed. There were no reported adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The devices were discarded.